Event description:
Additional information was received from the patient's spouse who reported the cause of death was heart failure. The patient never r ecovered post procedure and the spouse stated the device system did not help him.

Event description:
It was reported the patient is deceased and died approximately eight days post upgrade to bi-ventricular implantable cardioverter defibrillator (ICD) system. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead implanted: (B)(6) 2010. (B)(4).